Event description:
Trach dependent pt who had an episode of coughing at home and parent noted that the entire distal portion of the trach tube was not present. X-ray revealed a broken tracheostomy tube sitting in the left mainstem bronchus. Required bronchoscopy to remove the foreign body in left mainstem bronchus.